Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Lastly, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, customer went to the emergency room (ER) due to a blood glucose level was 400 - over 600 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.